Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). The exact event date was not available, therefore the date 04/01/2025 was used as an estimate, based on the reported onset occurring in apr 2025. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of discomfort is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
A patient who had lost 40 pounds reported discomfort caused by the tubing of his inflatable penile prosthesis (ipp) pump. A revision surgery was performed, during which the physician replaced and repositioned the pump. There were no further patient complications.